Manufacturer narrative:
Additional information: h4: the lot was manufactured between march 27-28, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: ningde city hospital affiliated to ningde normal university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over-infused via a 6.5f central venous catheter. The device contained 5-fluorouracil in a total volume of 240ml of saline. The expected infusion time was 46 hours; however, the infusion was completed in 35 hours and 46 minutes. This occurred during patient infusion. There were no reports of patient injury or medical intervention associated with this event, and no additional information is available.